Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon failed during procedure. A new instrument was used to complete the procedure. No pt injury was reported. No additional info available at this time.